Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip profile was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along the hypotube shaft. It was also noted during device examination that the hypotube was broken 790mm distal to the distal end of strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 21mar2017. It was reported that a defect on the device occurred. The target lesion was located in a coronary artery. A 2.75 x 12mm synergy ii stent was used in a procedure. However, a defect on the device was noted. The procedure was completed with another 2.75x12mm synergy ii stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a hypotube break.